Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that suture was not attached to needle included in packet. It happened in 3 seperate incidences. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding needle missing/detached and closed as confirmed after the analysis of the samples received. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in b. Braun surgical's warehouse. Without closed samples and/or defective samples a proper analysis cannot be performed. However, considering that there are previous confirmed complaints regarding this code-batch for the same issue, we will consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had an incidence during process, but batch was released fulfilling usp/ep and bbs requirement. Final conclusion: taking into account that the results of samples received in previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.